Manufacturer narrative:
Please note that a correction was made to the event date. The pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow that correlates with the reported event. Independent pathological analysis confirmed material consistent with fibrin thrombus that has been morphologically altered by shear. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Approximately five months after the implantation (and while still hospitalized for hvad unrelated sepsis event), the patients controller log files revealed increasing vad power consumption and flow estimations. The patient was reported to be clinically stable at this time. An echocardiogram revealed no intra-cardiac thrombus, no aortic valve insufficiency and an aortic valve that was opening intermittently. A preliminary review of the controller log files indicates that the vad parameters did normalize after a few days. Five days after the initial high power event, the patient again developed high power consumption. The patient is reported to have been clinically stable at this time. The patient was initially treated with heparin and integrilin; the integrilin was discontinued due to gastro intestinal bleeding from arterio-venous malformations. She then underwent a vad exchange. No intra-cardiac thrombus was seen during the exchange. In addition, no thrombus was noted on the explanted pump. As of the date of this report, the patient remains hospitalized in stable conditions.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.